Event description:
It was reported during a stenting treatment procedure, difficulty removing and premature deployment occurred. Vascular access was obtained via the left groin. The target lesion was located in the superficial femoral artery (sfa). During advancement of a 6x41x120 epic - vascular stent delivery system (sds) through a non-bsc guide catheter, the epic sds stopped advancing distally. No attempt to deploy the epic stent was made. During pull back of the epic sds the device became stuck at the mid portion of the non-bsc guide catheter. The epic sds was withdrawn and upon removal it was noted that the stent was approximately 10% deployed. The procedure was completed with a non-bsc guide catheter and stent. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).